Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump in use with a solution set with duo-vent spike alarmed "upstream occlusion", "air in line" and "max air detected". This occurred during infusion with unspecified chemotherapy. The pump was changed and the same alarms occurred when used with the same tubing. The infusion completed in two hours instead of one hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.